Event description:
Complainant alleged that during a routine shift check by a clinician the device poered up with out display. Complainant indicated that there was no patient involvement in the reported malfunction.